Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopy, renal stone manipulation procedure they were getting an error 34 on their odyssey laser 30 watt generator. As reported the patient was anesthetized, no harm came to the patient, he was stented, they were unable to obtain/fragment calculus due to the equipment failure & patient will have to be brought back when equipment is fixed for further intervention or sent to another health care facility that can do this surgery with working equipment. No additional patient consequences were reported.

Manufacturer narrative:
H6: evaluation method code: device not returned (4114). H6: evaluation conclusion code: cause not established (4315). Investigation ¿ evaluation: the laser device was not returned to the manufacturer for repair service. This customer is trained to complete repairs on their laser. They did not want a cook representative to come to the facility to complete the repair therefore, no service report is available for review. A review of the instructions for use and trends has been performed. The instructions for use (IFU) has complete instructions for laser machine installation procedure, for site preparation, operation of laser system controls and indicator signals as well as outlining standard operating procedures. The following information found in the IFU is related to the reported error code 34 received during preparation for surgery. Chapter 7 maintenance troubleshooting error codes code 34 ¿ main power supply overload ¿ low line voltage condition causes power supply to draw too much current ¿ verify that the voltage meets the performance specifications in chapter 2. Chapter 2 installation electrical requirements nominal outlet voltage 115v~ 230v~ voltage range 103-127v~ 207-253v~ current rating 15a 15a maximum output power 15w 30w the maximum output power is dependent on the line voltage, when the input voltage is 115v~, the software limits the output power to 15w. At 230v~, the laser system is capable of delivering full power. A search of complaint records on this laser device with serial number (B)(6)-bsbrd showed there have been no similar complaints received on this device prior to this reported issue. One other complaint has been received on this device for an unrelated issue. It was concluded that the instructions for use that accompanies this device include directions for proper electrical supply and proper operating conditions for the device. The instructions also include a list of possible causes and solutions to the error code 34. No service report has been provided to assist in determining the root cause of this reported issue. Based on the provided information an investigation conclusion cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.